Event description:
Meter is not accurate. Expected results are not consistent with his other meter. Analysis run on clark error grid competitive reading (80) as ref. Points vs. Bd readings (220) yielded data points in the c range of the grid, outside of acceptable limits.